Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely. Upon review, the patient's high voltage lead reported an high impedance and was over-sensing. The patient was in stable condition and would be monitored.

Event description:
New information noted that the right ventricular lead was t-wave over-sensing. Programming changes were made to resolve the issue.

Event description:
New information noted that the patient presented again via remote transmission and episodes of non-sustained over-sensing were seen on the right ventricular lead.